Event description:
As reported: "plate fracture due to prolonged healing. The first surgery (osteosynthesis for right distal tibia) was performed on (B)(6) 2022. Although the actual date of occurrence is unknown, skin necrosis was found after the surgery. Necrosis gradually spread to the surrounding area and required skin grafting. After that, the revision surgery was performed on (B)(6) 2023 as the implanted plate was broken. Whole plate was removed, external fixation was performed, defect site was filled with cement, in which antibiotic was mixed, and the revision surgery was completed. The operator told that he did not know when the infection occurred or whether the patient was following the permitted range of post-treatment."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Based on the information provided for the investigation, the root cause was attributed to a patient condition related issue. The failure was most probably caused by the reported delayed union of the bone and necrosis. However, the device was not returned and no other information about the patient, the patient's postoperative activity or x-rays were received. Therefore, it was not possible to determine if an additional factor, other than the reported delayed union and necrosis, could have contributed to the implant failure. As a reminder, the instructions for use clearly state that: " ¿ these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. [...] 13 adverse events and adverse effects: complications that can occur as a consequence of osteosynthesis of bones and bone fragments using large fragment plating systems may include the following clinical signs and symptoms. Proximal and distal tibia plates: loss of range of motion (joint stiffness), delayed union, malunion, pain/implant pain (local discomfort, tenderness, soft tissue irritation), infection (post-operative wound infection, sepsis/septic arthritis, osteomyelitis, and pneumonia), non-union, post-traumatic arthritis, unequal limb length, soft tissue injury, nerve damage, hematoma, thrombosis (infarction/thromboembolism), impaired healing (wound complications, delayed healing), necrosis (skin), skin inflammation/irritation, wound dehiscence, compartment syndrome, complex regional pain syndrome (crps), and hypersensitivity/allergic reaction. " a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "plate fracture due to prolonged healing. The first surgery (osteosynthesis for right distal tibia) was performed on (B)(6) 2022. Although the actual date of occurrence is unknown, skin necrosis was found after the surgery. Necrosis gradually spread to the surrounding area and required skin grafting. After that, the revision surgery was performed on (B)(6) 2023 as the implanted plate was broken. Whole plate was removed, external fixation was performed, defect site was filled with cement, in which antibiotic was mixed, and the revision surgery was completed. The operator told that he did not know when the infection occurred or whether the patient was following the permitted range of post-treatment."

Manufacturer narrative:
Based on the available information the device will not be returned; therefore, an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.